Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the iol was implanted into the patient's eye, the doctor noticed foreign material adhered to the back surface of an iol. The foreign material was cannot be removed by irrigation/aspiration, and the surgery was completed without product replacement. There was no effect on the eyesight of the patient after the surgery. There are two medical device reports associated with this event. This is 2 of 2. Additional information was requested, but no further information is available.

Manufacturer narrative:
The used cartridge was not returned for evaluation. A photo was provided of a monofocal toric lens in the eye. A linear mark or material is observed, which appears to be on the posterior optic surface. No determination as to the nature origin of the mark/material can be made from the photo. Qualified associated products were indicated. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating since the patient's vision was not affected, no treatment was performed and the postoperative outcome was good.